Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported poor aspiration during vitrectomy. The surgery was completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative observed system message (sm) [laser controller detected a port hardware failure] so the port mirror inside of the laser module was cleaned. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).